Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/15/2021. H.6. Investigation: customer returned (6) open 4mm, 32g pen needles from lot # 0253617. Customer states that the non patient end was not attaching to the insulin pen and that the insulin leaks out. All returned pen needles were examined and 2 out of 6 samples exhibited a broken non patient end of the cannula and one sample exhibited a bent non patient end of the cannula. This could prevent the pen needles from properly attaching to a pen. No defects were observed on the remaining samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula as bent and broken during use of the product by the customer.

Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to attach to the pen and insulin leaked out. The following information was provided by the initial reporter: "spouse of consumer reported, non patient end is not attaching to insulin pen stated, when attempting to attach pen needle, insulin leaks out".

Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to attach to the pen and insulin leaked out. The following information was provided by the initial reporter: "spouse of consumer reported, non patient end is not attaching to insulin pen stated, when attempting to attach pen needle, insulin leaks out".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle was difficult to attach to the pen and insulin leaked out. The following information was provided by the initial reporter: "spouse of consumer reported, non patient end is not attaching to insulin pen stated, when attempting to attach pen needle, insulin leaks out".